Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing power switching events. The controller (con303821) and eight batteries (bat360661, bat360634, bat360801, bat360652, bat580126, bat360549, bat360721, bat580105) were returned forevaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual inspection and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat360661, bat360634, bat360801, bat360652, bat580126 and bat360549. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. CAPA(B)(4) is investigating momentary disconnections. Additional system components: medical device: bat360721 - battery / UDI#(B)(4). Device available for evaluation: yes. Return date: 2017-09-08. Device manufactre date: 2016-11-30. (B)(4). Medical device: bat360652 - battery / UDI#(B)(4). Device available for evaluation: yes. Return date: 2017-09-04 device manufactre date: 2016-11-30. (B)(4). Medical device: bat360634 ¿ battery / UDI#(B)(4). Device available for evaluation: yes. Return date: 2017-09-08. Device evaluated by MFR: yes. Device manufactre date: 2016-11-30. (B)(4). Medical device: bat580126 ¿ battery / UDI#(B)(4). Device available for evaluation: yes. Return date: 2017-09-08 device evaluated by MFR: yes. Device manufactre date: 2017-04-30. (B)(4). Medical device: bat3606961 ¿ battery / UDI#(B)(4). Device available for evaluation: yes. Return date: 2017-09-04 device evaluated by MFR: yes. Device manufactre date: 2016-11-30. (B)(4). Medical device: bat580105 ¿ battery / UDI#(B)(4). Device available for evaluation: yes. Return date: 2017-08-30 device evaluated by MFR: yes. Device manufactre date: 2017-04-30. (B)(4). Medical device: bat360801 ¿ battery / UDI#(B)(4). Device available for evaluation: yes. Return date: 2017-09-04 device evaluated by MFR: yes device manufactre date: 2016-11-30. (B)(4). Medical device: bat360549 ¿ battery / UDI#(B)(4). Device available for evaluation: yes. Return date: 2017-09-04. Device evaluated by MFR: yes. Device manufactre date: 2016-11-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 11/30/2017. (B)(4). Device available for evaluation?: no. No, not returned to manufacturer labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 11/30/2017. (B)(4). Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4) heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 11/30/2017. (B)(4). Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 04/30/2018. (B)(4). Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 11/30/2017. (B)(4). Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 04/30/2018. (B)(4). Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 11/30/2017. (B)(4). Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 11/30/2017. (B)(4). Device available for evaluation?: no. No, not returned to manufacturer. Labeled or single use?: no. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller was changing from one battery port to the other earlier than expected. The controller and all associated batteries were exchanged. No patient complications have been reported as a result of this event.